Event description:
Brush attachment keeps slipping off of the handpiece during use [device connection issue] tip of the attachment... Ground down [device physical property issue]. Case narrative: consumer e-mail stated that the tip of the attachment has already been ground down after a few months and the brush attachment keeps slipping off of the handpiece during use, which causes an unsafe use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
10-jul-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush attachment keeps slipping off of the handpiece during use [device connection issue]. Tip of the attachment: ground down [device physical property issue]. Case narrative: consumer e-mail stated that the tip of the attachment has already been ground down after a few months and the brush attachment keeps slipping off of the handpiece during use, which causes an unsafe use. No injury was reported. 01-jul-2025; concomitant product updated. Follow-up: (product investigation results). Suspect product oral-b (handle) and concomitant product (refills) investigated. For handle, cause of failure was consumer related - usage of abrasive toothpaste for long time causes extreme wear at metal and loosening of refill. For refills, cause of failure was consumer related - damaged insides of refill tubes due to fixation on a worn sharp driving shaft. Based on investigation results, no manufacturing cause and no design issue was identified. No injury was reported.

Manufacturer narrative:
10-jul-2025: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush attachment keeps slipping off of the handpiece during use [device connection issue] tip of the attachment... Ground down [device physical property issue]. Case narrative: consumer e-mail stated that the tip of the attachment has already been ground down after a few months and the brush attachment keeps slipping off of the handpiece during use, which causes an unsafe use. No injury was reported. 01-jul-2025; concomitant product updated. Follow-up: (product investigation results) suspect product oral-b (handle) and concomitant product (refills) investigated. For handle, cause of failure was consumer related - usage of abrasive toothpaste for long time causes extreme wear at metal and loosening of refill. For refills, cause of failure was consumer related - damaged insides of refill tubes due to fixation on a worn sharp driving shaft. Based on investigation results, no manufacturing cause and no design issue was identified. No injury was reported.